Event description:
It was reported that the customer received a button error alarm on the insulin pump and the keypad would not respond. The insulin pump may have been exposed to rain. The customer's blood glucose level was 5.7 mmol/l. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.